Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing during ventricular tachycardia (vt) episodes and a rise in thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.